Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. One (1) 6fr angio-seal device was returned for product evaluation. The returned device included the header bag, locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and locator were returned fully mated with a bend in the assembly. The carrier tube is unused but with marks of blood and in forward lock position. The complaint could be confirmed for insertion difficulties. The exact root cause could not be determined. The likely cause was determined to have been the tip of the sheath getting caught on the vessel wall preventing insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the angio-seal device involved upon entry to the vessel for the sheath exchange the angio-seal sheath would bend, kink, and not enter the vessel properly. No blood loss was reported. There is no direct claim that the reported device caused or contributed to a patient injury or the need for medical intervention. The type of procedure being performed for the patient was a left heart catheterization (lhc)/arterial femoral runoff (afr). Additional information was received on 12 jun 2024: manual pressure was used for hemostasis. A 6 french sheath used. There were no issues getting access. The pre-deployment angio was performed. The angio seal sheath wouldn't enter the vessel and kinked. Patient is in stable condition.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lab manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.